Event description:
According to the reporter, the screwdriver tip broke while surgeon was turning the screw. Broken fragment was retrieved. Surgeon used another screwdriver to complete the procedure with no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The visual evaluation noted the hex tip has broken off above the transition to the shaft. The break is jagged as it goes around the part. To prevent the breaking of the shaft from reoccurring, a corrective action was implemented addressing changes to the stainless steel material. This device was produced prior to the implementation of this corrective action. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for (B)(4). Corrected data: multi use instrument. Original awareness date is 01/31/2012.

Event description:
This is report 1 of 1 for (B)(4).